Event description:
A report was received that the patient was experiencing jolting sensation and difficulty charging the ipg. It was noted that the ipg was superficial to the skin. It was also reported that the remote control (rc) was unable to connect with the ipg. The physician suspected device malfunction. The patient will undergo a full revision of the system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing jolting sensation and difficulty charging the ipg. It was noted that the ipg was superficial to the skin. It was also reported that the remote control (rc) was unable to connect with the ipg. The physician suspected device malfunction. The patient will undergo a full revision of the system.

Event description:
A report was received that the patient was experiencing jolting sensation and difficulty charging the ipg. It was noted that the ipg was superficial to the skin. It was also reported that the remote control (rc) was unable to connect with the ipg. The physician suspected device malfunction. The patient will undergo a full revision of the system.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the ipg was successfully charged fully in one cycle. This result attested that the ipg was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The source of the complaint in regard to the jolting sensations could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised.

Event description:
A report was received that the patient was experiencing jolting sensation and difficulty charging the ipg. It was noted that the ipg was superficial to the skin. It was also reported that the remote control (rc) was unable to connect with the ipg. The physician suspected device malfunction. The patient will undergo a full revision of the system.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg revision only.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician elected to replace the ipg. The physician suspected defectiveness due to the age of the patient's ipg. The patient was doing well postoperatively.